Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Subsequently, the patient presented to the doctor with pain. Patient stated that his doctor advised him that the radiographs showed acetabular shell component had shifted about 3/4" further. The patient stated that during revision procedure in 2009, m2a modular head component could not be disengaged from the stem. All components were removed and replaced. User facility risk management was notified of the event details at about one month later. Biomet received resonse from user facility one week later, and user facility advised us that patient had in fact fallen in previous months. Risk manager conducted an investigation; including an interview with the surgeon where it was determined that no serious injury occurred, and no medwatch report would be filed.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found the cup had scratches on the polished i.d. Consistent with third body damage. There was no evidence of bony ingrowth into the porous coating. There were regions on the o.d. Of the shell where the outer surface of the porous coating had been abraded. The surface of the porous coating in these regions had an undulated macro structure with a polished finish on the surface along with fine multi-directional scratches. These changes in the porous coating would be consistent with a loose shell.this report filed september 1, 2009.

Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Subsequently, the patient presented to the doctor with pain. Patient stated that his doctor advised him that the radiographs showed acetabular shell component had shifted about ¾¿. Further the patient stated that during revision procedure in 2009, m2a modular head component could not be disengaged from the stem. All components were removed and replaced. User facility risk management was notified of the event details on june 23rd. Biomet received response from user facility on june 29th and user facility advised us that patient had in fact fallen in previous months. Risk manager conducted an investigation; including an interview with the surgeon where it was determined that no serious injury occurred and no medwatch report would be filed.

Manufacturer narrative:
Evaluation in process, but not yet complete.